Manufacturer narrative:
Concomitant medical products: apheresis catheter. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the needless connector may have caused an open line and air embolism. The clinician had removed the IV line that had been infusing an antibiotic that was hooked up to an apheresis catheter in the patient. The needless connector was attached to the end of the catheter. As the nurse was preparing to flush the line with a syringe, it was noted that the line was dripping blood. The patient subsequently fell to the ground and had a seizure. The IV line was reconnected to the catheter, and an ambulance was called. The patient was diagnosed with an air embolism leading to a stroke. There was no further information regarding lasting effects or impact to the patient.

Event description:
It was reported that the needless connector may have caused an open line and air embolism. The clinician had removed the IV line that had been infusing an antibiotic that was hooked up to an apheresis catheter in the patient. The needless connector was attached to the end of the catheter. As the nurse was preparing to flush the line with a syringe, it was noted that the line was dripping blood. The patient subsequently fell to the ground and had a seizure. The IV line was reconnected to the catheter, and an ambulance was called. The patient was diagnosed with an air embolism leading to a stroke. There was no further information regarding lasting effects or impact to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 19105325. D.4. Medical device expiration date: 10/04/2022. D10: device available for eval yes, d10: returned to manufacturer on: 10/15/2020. H.4. Device manufacture date: 10/04/2019. Investigation conclusion: evaluation statement: the customer reported that the needleless connector leaked and may have caused an open line and air embolism. The detailed description of the issue is: the nurse reported that he removed the IV line that had been infusing an antibiotic that was hooked up to an apheresis catheter in the patient. On the end of the catheter there was the connector named above. The nurse turned around to prepare syringes for flushing the line. The wife noticed that the line was dripping blood. The nurse said that it was squirting blood. The patient fell to the ground and had a seizure. The IV line was reconnected to the catheter. An ambulance was called. The patient was diagnosed with air embolism leading to a stroke. Received were a total of 15 unopened maxzero connectors model mz1000-07 lots 19105325. The reported event maxzero connector model mz1000-07 lot reported as 19105325 sample was unable to be evaluated. No mating components were received for evaluation. The received samples were visually inspected under magnification for damages to the components. No obvious issues were observed. Functional testing was performed by attempting to push fluid through one of the connectors using a blue dyed fluid filled lab syringe and a lab gauge needle attached to the end of the connector. No leak was observed that indicate an open line. Disconnection of the lab samples from the connector observed no issue. A lab primary infusion set, attached to a lab infusion bag filled with blue dyed fluid, was attached to the connector's opening along with a lab gauge needle attached to the end of the connector. The set was loaded into a lab pump module and an infusion was programmed at a rate of 50ml for half an hour. The infusion completed as expected. No leak, air in line, alarm, or any issue was observed that indicate an open line. Disconnection of the lab samples from the connector observed no issue. The component was pressure tested up to 30psi while submerged underwater (per IV disposables leak test method dir 10000360033). No leak or issue was observed that indicate an open line. The component's female and male ends were also measured to be within iso specification. The testing was repeated on the rest of the received samples with the same results of no issues observed that indicate an open line. Equipment used (inspection and testing performed on 15oct2020/16oct2020) ram optical instrumentation/eq08204/calibration due date 05feb2021. 8015 pcu/eq08330/calibration due date 04aug2021. 8100 lvp/eq102428/calibration due date 13aug2021. 8100 lvp/eq103048/calibration due date 12aug2021. 8100 lvp/eq08328/calibration due date 05jun2021 . 8100 lvp/eq08475/calibration due date 12aug2021. Pressure regulator/eq00151/calibration due date 07nov2020. Female go/no go gauge/eq08248/calibration due date 14sep2021. Male go/no go gauge/eq08244/calibration due date 14sep2021. The device history record for model mz1000-07 lot 19105325 shows the component was manufactured on 04oct2019 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this component.